Event description:
New information received notes that the noise resulted in oversensing. Externalized conductors were able to be confirmed via imaging. The lead was explanted on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.

Event description:
Additional information received clarifies that the high impedance values seen were defibrillation impedance.

Event description:
It was reported that the right ventricular lead exhibited noise. Externalized conductors were suspected. Further information was requested, but not yet available.

Event description:
Additional information received noted fracture and high impedance.